Event description:
The customer reported via phone call that they exposed the insulin pump to moisture. Customer stated the insulin pump was exposed to water. Customer's blood glucose was 113 mg/dl. The customer stated the insulin pump was dropped into the washer, but was pulled out immediately. The customer did not report any cracks or damage to the insulin pump. Customer stated there was fluid under the lcd display on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.